Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a motor rate error. The motor rate error happened during the preventive maintenance procedure. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis. Visual inspection showed labels removed and or damaged. Visual inspection showed the right plunger case cracked. As a result of checking the log, it confirmed motor rate error. Based on evidence and investigation, the complaint allegation was unable to be determined. The worm coupling and gear were replaced.